Event description:
Patient wrote a letter to depuy and provided medical records. Medical records document revision of right total knee replacement, tibial, and femoral components and resurfacing patella due to episoded of mechanical locking and pain in the knee. The patient describes the problem leading to the need for revision as "spinout"